Event description:
Caller reported an occlusion alarm, although cts was unable to verify the alarm number in the pump history. Despite the alarm, there was no adverse impact on the customer's blood glucose level. The customer changed the infusion set and cartridge, resumed insulin, and no additional assistance was needed. Cts has closed the case.